Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient presented with a loose hybrid from previous diem2 case. Discovered ilpac3217 17° low profile abutment screw fractured in site #27. Surgeon was unable to remove the screw and now site #27, bopt4313, lot# 2019011531 can longer be used in the case. The restoration including the hybrid will need to be redone. The patient has elected not to have the implant removed, dental lab working on a new solution for the patient. Per indicated: surgical/medical intervention required for permanent damage: no additional appointment required: yes, patient will have to go through several appointments to redo the hybrid prosthesis. Symptoms as a result of the event: none.

Manufacturer narrative:
One (1) certain® low profile 17° abutment 3.4mm(d) x 2mm(h) (ilpac3217) & one (1) 3i t3â® tapered implant 4/3 x 13mm (bopt4313) were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth # 27 (universal) and were used for approximately 1 year, 10 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (ilpac3217) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications DHR review was completed for the subject lot number (2019011561). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review by item number was conducted for the (ilpac3217) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complaint history review was performed for the reported lot number (2019011561) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned.

Event description:
No further event information available at the time of this report.